Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and ten (10) days post-procedure (pod10) ed presentation for bladder spasms managed with capped urethral foley and open spt and ditropan. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1605 captures the reportable event of bladder spasm. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a urethroplasty for repair of membranous urethra by perineal approach procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Per operative note, there were polypoid lesions on the posterior base of the bladder. It was unclear if these lesions were secondary to the suprapubic tube or given the patient's history of a bladder cancer, that this was a new bladder cancer. Because of this, the physician elected to get biopsies of this. They placed cold cup biopsies through the flexible cystoscope and obtained multiple cold cup representative biopsies of this lesion, which was submitted to pathology. Based on pathological report, there was adequate specimen with urothelium, but low-grade urothelial carcinoma can't be excluded. The patient presented to the emergency department (ed) ten (10) days post-procedure (pod10) for bladder spasms managed with capped urethral foley and open suprapubic tube (spt) and ditropan. Per physician's assessment, the event was not serious, was possibly related to the device, and causally related to the procedure.